Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was thought the device was "not working properly" post operatively. The implantable pulse generator (ipg) was pacing on the qrs. The ipg remains in use. No patient complications have been reported as a result of this event.